Event description:
In 2007, a lay-user/pt contacted lifescan (lfs) another country alleging the one touch ultra2 meter is giving erratic readings. This complaint is being classified according to the documentation of the customer care advocate (cca). The pt tests 4 times per day. The pt takes levimir insulin. The pt normally takes between 86-98 units in the morning and between 24-38 units in the evening. He takes extra insulin if his morning readings are above 7.6 mmol/l (90 units) and increases to 98 units if readings are above 14.8 mmol/l. He also takes glipizide (80 mg) 4 times a day and metformin (850 mg) twice a day. Nine days earlier, the pt was eating regularly. He had skim milk in the morning, meat pie and vegetables for lunch, and ham salad and jacket potatoes for dinner. The pt had not performed strenuous activity that day. The pt stated that he started to notice the erratic readings on original date. The pt reported blood glucose results of "8.3, 7.9, and 9.4 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20% and/or <=1.11 mmol/l. Five days later in the morning. The pt took 90 unit of levimir. At 11 pm of 12 am, the pt increased his insulin of levimir to 38 units (his usual dose was 26 units of levimir) based on alleged inaccurate high reading of "15.4 mmol/l". The pt woke up at 4am with symptoms of "sweating , shaking, and feeling weak." The pt obtained a blood glucose reading of "3.2 mmol/l", which correlated with the pt symptoms suggestive of hypoglycemia. The pt self-administered "lucozade" and felt better within an hour. The pt did not test on any other meter, and did not have any further symptoms. During troubleshooting, the pt verified that the meter was set to the correct unit of measurement, the puncture area was cleaned appropriately, the sample source was from an approved source, and the correct testing technique was used. This complaint is being reported because the pt claimed he took his insulin based on an alleged inaccurate high reading, developed symptoms suggestive of hypoglycemia, and was treated with food/beverage. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.